Manufacturer narrative:
D8 - was device serviced by third party? Updated. H3 and h6 codes: updated. The suspect pump was returned for evaluation. The event history log (ehl) was reviewed and showed no abnormalities during drug delivery. No service activity was recorded within the past 12 months. A visual inspection revealed no physical damage. Functional testing was performed, and the device successfully passed all tests. The complaint could not be confirmed, and no root cause could be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that epidural medication was under infused, resulting in breakthrough pain rated 8¿10 requiring anesthetist intervention and top-up doses on two occasions. Although the pump displayed 190 ml infused with 3 ml remaining, the bag remained more than half full with approximately 120 ml measured remaining. The pump was replaced and therapy continued with a new device. Biomedical testing reportedly identified no issues, despite clinical evidence suggesting under delivery.